Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, g2, h6 - medical device problem code is being corrected to "intermittent loss of power 4016". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not reproduced. Additionally, the cooling fan of the converter did not turn was found during the device evaluation. Based on the results of the investigation, the cause of the suggested events was likely due to the failure of the power supply unit. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center's power supply suddenly went off. And after a while, the power returned naturally. The issue occurred, during an unspecified diagnostic procedure. That was completed using the same set of equipment. There were no reports of patient harm.